Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the belt clip rails and back side of the pump found on 30-apr-2025. Pump received with damaged retainer ring. Unable to lock a test p-cap locks properly into the reservoir compartment due to damaged retainer ring. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, missing o-ring (reservoir tube), partially broken retainer, broken belt clip rails, cracked case (battery tube), stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and retainer knit line damage. Damaged retainer ring confirmed. Cosmetic damage was confirmed at the belt clip rails and back side of the pump. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on backside of pump, belt clip part broken. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1885 was requested and customer responded the device was returned.